Event description:
A pt svc rep (psr) contacted zoll customer support while with a (B)(6) male pt to report that his battery charger was not charging his batteries. In addition, the psr reported she was unable to disconnect the monitor from the electrode belt. The pt was issued a replacement battery charger, monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of battery chargers sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was resetting and would not recognize an inserted battery pack. Upon eval, the charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. The root cause of the defective u13 cannot be positively identified, but was likely random component failure. Device eval of monitor sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon eval, the monitor's electrode belt interface connector was damaged, preventing secure attachment of an electrode belt. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective internal charger component or the monitor's damaged connector. The pt received a replacement battery charger, monitor and electrode belt. Device manufacture date: monitor, sn (B)(4): 8/2010.